Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level and insulin pump received insulin no delivery alarm and insulin pump alleging the under delivery. The customer¿s blood glucose level was 218 mg/dl at the time of the incident. The customer current blood glucose was 144 mg/dl. Troubleshooting done under delivery. The reservoir will not be returned for analysis.